Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the instrument channel, suction channel, air/water channel and auxiliary water channel of this device. Therefore, it cleared the french guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the microbes were detected as follows, from the subject device which was reprocessed using a non-olympus automated endoscope reprocessor model soluscope4. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report. <1st time> - suction channel: 2 cfu/endoscope(non-pathogenic environmental microbes). - instrument channel: 2 cfu/endoscope(staphylococcus epidermidis) - air/water channel: 1 cfu/endoscope(staphylococcus epidermidis) - auxiliary water channel: 1cfu/endoscope(staphylococcus capitis), 1cfu/endoscope.(kocuria species) <2nd time> - suction channel: 3 cfu/endoscope(micrococcus luteus) - instrument channel: no microbe - air/water channel: 2cfu/endoscope(dermacoccus species), 2cfu/endoscope(cryptococcus species), 2cfu/endoscope(kocuria species), 2cfu/endoscope(moraxella species) - auxiliary water channel: 2cfu/endoscope(moraxella species).